Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician to a sales rep and forwarded by our local affiliate (B)(4). This case involves a female pt (age nos) who received poly-l-lactic acid therapy (dates of therapy nos). Relevant medical history was not mentioned, although the pt had received poly-l-lactic acid therapy in the past. No concomitant medication info was mentioned. On an unspecified date, the pt detected hyperpigmented bilateral indurations on both cheeks below the cheekbone. Laser therapy for the hyperpigmentation was performed by a dermatologist and at the time of this report, radiofrequency was performed by the reporting physician. The reporter also mentioned that triamcinolone (trigon depot) was given intralesionally, which caused hypertrophy and vascularization on the treated areas. It is reported that reconstitution was done at the moment of injection, but no further details regarding the treatment were provided. At the time of this report, the event remains ongoing. Reporter's causality assessment: possible.